Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227. D10: concomitant medical product: tsx37b8, tsx implant, 3.7mmd, 8mml, lot: 2120030036. H6: event problem codes: patient code: 1932.

Event description:
The doctor reports that the dental implants located in dental positions number 36 & 37 failed due to nerve damage and infection. The procedure was not concluded by placing another implants. Inflammation and pain were reported as a consequence of the event.